Event description:
It was reported that excessive battery discharge was observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of premature battery depletion was verified in the laboratory. No high current drain sources were found throughout bench stress, and automated electrical testing. Destructive analysis of the battery found no anomalies that would lead to the premature depletion. The cause of the premature battery depletion could not be determined.